Event description:
The customer reported that the repair luer is coming off the extension tubing. The patient was scheduled to have catheter removed and new one inserted. They were unable to fully remove the old line. Intravascular part of line remains in situ.

Manufacturer narrative:
Record review. A review of the manufacturing records for both the catheter and repair luer indicated that all device specifications and quality requirements were satisfied. From the appearance of the device it can be surmised that the device had been implanted for an extended period of time. There are no visible signs of material deterioration. All catheters are prone to physiological encapsulation. We are unable to determine the cause of this event.